Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 220 mg/dl. Tandem technical support offered to troubleshoot to determine a possible cause of the occlusion; however, the customer declined.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.